Event description:
I had lasik done back in 2001 at the (B)(6) clinic in (B)(6). What an awful mistake that was. I had a corneal flap complication right after the surgery the next day with my left eye, and they had to fix my flap putting a protective bandage over it. My vision seemed great after that for about eight years. Until just this year, I am suffering with awful night glare, halos, and 20/40 vision in my left eye. However, my right eye is 20/20 vision. I don't mean to complain but I have a pair of glasses now and I can't wear them all the time because I get headaches when I wear them and sometimes when I don't wear them. I just don't understand, and I do not want anyone to experience what I am going through. It's not fun and I would have been better off not getting the procedure done at all.